Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not functional. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit not functional. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing compressor (0119-00-0179) and executive processor board 0670-00-0770. Fse then completed full pm and performed safety and functionality tests and cleared the iabp for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Could not install the compressor p/n 0119-00-0179 s/n (B)(6) into the cardiosave test fixture serial number (B)(6) and test the compressor to factory specifications per procedure number (B)(4) revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Could not vest the failure of the compressor "autofill failure" due to a broken connector . Retaining the compressor in the fat dept. Per procedure (B)(4) rev ak. The executive processor board part number 0670-00-0770 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The failure analysis and testing dept. Installed the executive processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the executive processor board to factory specifications per procedure number (B)(4)revision d and the cardiosave service manual part number 0070-00-0639 revision q. The executive processor board was sent back due to rtc chip being expired and requires a replacement board. Executive processor board will be held to the fat dept. Per procedure number (B)(4) revision ak. Note board should not be considered a complaint. The executive processor board part number 0670-00-0770 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The failure analysis and testing dept. Installed the executive processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the executive processor board to factory specifications per procedure number (B)(4)revision d and the cardiosave service manual part number 0070-00-0639 revision q. No problem was found with the board. System was fully functional and passed all testes and calibrations. Executive processor board will be held to the fat dept. Per procedure number (B)(4) revision ak.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit not functional. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing compressor (0119-00-0179) and executive processor board 0670-00-0770. Fse then completed full pm and performed safety and functionality tests and cleared the iabp for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Could not install the compressor p/n 0119-00-0179 s/n 12 00502 38_dtech into the cardiosave test fixture serial number ca204345l1 and test the compressor to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Could not vest the failure of the compressor "autofill failure" due to a broken connector . Retaining the compressor in the fat dept. Per procedure 0002-07-d008 rev ak. See the attached file for reference. The executive processor board part number 0670-00-0770 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The failure analysis and testing dept. Installed the executive processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the executive processor board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The executive processor board was sent back due to rtc chip being expired and requires a replacement board. Executive processor board will be held to the fat dept. Per procedure number 0002-07-d008 revision ak. Note board should not be considered a complaint. The executive processor board part number 0670-00-0770 s/n 12 01510 36_nbs was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The failure analysis and testing dept. Installed the executive processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the executive processor board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. No problem was found with the board. System was fully functional and passed all testes and calibrations. Executive processor board will be held to the fat dept. Per procedure number 0002-07-d008 revision ak. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit not functional.a getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing compressor and executive processor board. Fse then completed full pm and performed safety and functionality tests and cleared the iabp for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Could not install the compressor p/n 0119-00-0179 s/n (B)(6) into the cardiosave test fixture and test the compressor to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Could not vest the failure of the compressor "autofill failure" due to a broken connector . Retaining the compressor in the fat dept. Per procedure 0002-07-d008 rev ak. See the attached file for reference. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The following investigation was performed by tony putz, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: tp 11 april 2023. The executive processor board part number 0670-00-0770 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The failure analysis and testing dept. Installed the executive processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the executive processor board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The executive processor board was sent back due to rtc chip being expired and requires a replacement board. Executive processor board will be held to the fat dept. Per procedure number 0002-07-d008 revision ak. Note board should not be considered a complaint. The following investigation was performed by tony putz, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: tp 11 april 2023. The executive processor board part number 0670-00-0770 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The failure analysis and testing dept. Installed the executive processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the executive processor board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. No problem was found with the board. System was fully functional and passed all testes and calibrations. Executive processor board will be held to the fat dept. Per procedure number 0002-07-d008 revision ak. The following was input by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 5 june 2024. Fat received pn 0670-00-0770 sn (B)(6) back from the supplier. The supplier stated they repaired component j1 and tested the board successfully. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The following was input by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 5 june 2024. Fat received pn 0670-00-0770 sn (B)(6) back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.